Event description:
The customer reported that she had to go to the hospital because she was receiving an error 3 message on her freestyle lite meter. On the way to the hospital, the customer was involved in a car accident and her air bags deployed in her face causing her to have an orbital fracture and bruises around her eyes. In addition, the customer hit her head on the door which resulted in her having partial amnesia. The only treatment the customer remembers was receiving morphine. It is unk if the customer was diagnosed with a diabetes related condition at the time of the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: the customer also reported receiving an error 3 message on another freestyle lite meter while using incompatible test strips.